Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60; product type: 0200-lead; implant date (B)(6) 2016; explant date: (B)(6) 2023, brand name ; product ID 3777-60; product type: 0200-lead; implant date: (B)(6) 2016; explant date: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of headaches. The reason for call was patient said the device only worked for like 4 months so they removed everything and pt wondered about getting a box shipped so they can donate their equipment. Patient said they had the device adjusted multiple times and one of the reps met them. Pt stated they tried again to get it to hit the spot where the stabbing pain is in the temple but it still didn't work and was never effective after the first 4 months, it was like it lost total effectiveness. Patient also said they learned they have fused vertebrae in their neck that cause the headache and cause issues with their occipital lobe which they were trying to target and the pain goes into their left temple so they just didn't want the device in their body anymore because the wires in their head were getting so bad that pain would build up or they would pop and it would be so painful and they would get really bad pain in the side of their h ead with the wires so it would have to rub and then it would pop like I was popping energy out of them or something so they discussed with their pain management person and neurology that they would like to have the device removed because they couldn't have ablation or an MRI with it in there and they could never have an MRI in life with that in my body. Patient then said they never got stimulated enough or placed right and now they get a lot of pain now because of fusion. Pt states feels like someone stabbing in neck. Patient services (pss) sent box for donation. Pt stated everything was removed (B)(6) 2023.